Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose because insulin pump not delivering insulin. The customer¿s blood glucose level 275 mg/dl at the time of the incident. The insulin pump had no delivery and flow block alarm. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.